Manufacturer narrative:
H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing- and heparin coating records indicated the lots met all pre-release specifications. Explant investigation: the specimen was returned to w. L. Gore & associates for investigation. Submitted in formalin was a gore® acuseal vascular graft fragment. The specimen had been transected at both ends, prior to arrival at w. L. Gore & associates. The abluminal surface was variably covered in light tan, firmly adherent tissue, and yellow, soft tissue. The lumen was lined with gray to dark red tissue. Within the lumen, there was a focal occlusion, approximately 1 cm in length, by dark red, poorly adherent tissue. Associated with this occlusion was dark red tissue between the abluminal eptfe and silicone layers, with the silicone layer being displaced towards the lumen (histopathology section a). A longitudinal transection of the abluminal eptfe, measuring approximately 8.5 mm in length, was present. Within the transection, there was a mild amount of light tan, firmly adherent tissue, which extended into a gap between the abluminal eptfe and silicone layers (histopathology section b). Two cross-section specimens (histopathology sections a & b) were collected and submitted for histopathological analysis. In section a, there was evidence of three transmural cannulations, which were associated with both acute and chronic healing processes that extended between the abluminal eptfe and silicone layers, indicating layer separation. Clinical correlation is recommended. Focal 100% occlusion is attributed to acute platelet thrombus (~70%) and luminal impingement by disrupted graft wall layers associated with cannulations sites (~30%). There were no bacteria visualized via gram stain, and neutrophilic inflammation is interpreted as most likely associated with acute thrombus. Section b, which was associated with a focal linear transection of the abluminal eptfe on gross examination, revealed acute and chronic tissue ingrowth between the abluminal eptfe and silicone layers, indicating layer separation. A thin to moderate layer of platelets lined the luminal eptfe, consistent with peracute insult such as recent angioplasty of the vein outflow based on clinical history provided. Clinical correlation is recommended. In both sections, the silicone layer was distorted by histologic processing as expected. The abluminal surface of the graft was healed and appeared normal apart from the neutrophils in section a, which were likely associated with acute thrombus. The specimen was subjected to an enzymatic digestion process to remove biologic debris. Following digestion, the specimen was examined for material disruptions with the aid of a stereomicroscope. Cannulation sites were present throughout the length of the graft fragment. Associated with some of these cannulation sites were multiple full thickness back- and side-wall perforations, which were present along the length of the fragment. The material disruptions identified (i.e., cannulation marks, back- and side-wall perforations, forceps marks, transections, and suturing) were consistent with those caused by interaction with surgical instrumentation (i.e., dialysis needles, forceps/clamps, scalpel/scissors, suturing needle), which were likely caused during surgical procedures. The exact time and cause of the outer eptfe and inner silicone layer separation could not be determined. In the instruction for use for the gore® acuseal vascular graft the following is stated: warnings: ¿ when using the gore® acuseal vascular graft, avoid using traumatic instruments, handling the graft with excessive force or high rates of force, cutting the graft incorrectly, or placing the graft in an undersized tissue tunnel. These actions may lead to separation of graft layers. Potential consequences include partial or complete occlusion due to hemodynamically significant stenosis or thrombosis and related serious harms, including additional interventions to resolve. ¿ when using the gore® acuseal vascular graft, avoid using traumatic instruments, handling the graft with excessive force or high rates of force, or cutting the graft incorrectly. These actions may cause graft damage or reduced suture retention strength. Potential consequences include aneurysmal dilation; pseudoaneurysm; mechanical damage or tearing of the suture line, graft and/or host vessel; and related serious harms, including serious blood loss, hemorrhage, or additional interventions to resolve. ¿ ensure that the graft length is adequate and that the gore® acuseal vascular graft is sutured correctly (e.g. Appropriate anastomotic angles, suture type, needle type, suture bite, etc.). Failure to do so may result in increased suture hole bleeding; mechanical damage or tearing of the suture line, graft, and/or host vessel; and related serious harms such as serious blood loss, hemorrhage, or additional interventions to resolve. ¿ when cannulating gore® acuseal vascular graft puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may result in damage of the graft material that can lead to pain at the cannulation site, partial or complete occlusion, serious blood loss, pseudoaneurysm or additional interventions to resolve. Adverse events potential device and procedure-related adverse events complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: formation of pseudoaneurysms due to excessive, localized, or large needle punctures; mechanical damage or tearing of the suture line, graft, and/or host vessel.

Manufacturer narrative:
H3: if the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent surgical treatment for arteriovenous access in the left arm with a gore® acuseal vascular graft from brachial to axillary artery. It was stated that the graft was implanted successfully on (B)(6) 2023. On (B)(6) 2023 a percutaneous transluminal angioplasty (pta) of the vein outflow was performed due to local stenosis and after the procedure the graft was patent. It was reported that 1 day later a graft thrombosis occurred, and a surgical exploration was performed. After declotting, an ultrasound examination was done and revealed an extended internal layer dissection (delamination) of the graft. An immediate re-thrombosis happened, and the graft was explanted, and a new graft implanted. The patient tolerated the procedure.